Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir compartment was broken and piece was broken off at the top. Customer's blood glucose value was unknown at the time of the incident. The customer also reported that the insulin pump received no delivery alerts and insulin pump was not giving insulin. The insulin pump will not be returned for analysis.